Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, a cartridge detection notification occurred. Customer's blood glucose (bg) level was 554 mg/dl. Customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.